Event description:
4.0mm x 18mm driver stent placed in 2004 for acute anterior wall mi. Pt underwent emergency angioplasty and stenting of lad. Pt had an acute thrombotic occlusion of stented vessel during the night. Pt was taken back to cath lab. Vessel, reopened and second stent placed.